Event description:
Pt got up from bed and went to the bathroom without assistance. She was found sitting in a chair with gown off and central venous catheter on the floor. Pt was tachypneic. Help was summoned. It was then noted that the catheter was broken and about 1cm was protruding from her chest. The segment was immediately clamped and later removed. Catheter was a non-tunneled right internal jugular line.